Manufacturer narrative:
B5: additional information received 08oct2024. Correction: b3. Investigation ¿ evaluation: as reported, following a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components, was used for treatment of postpartum hemorrhage (pph). Secondary to uterine atony. The patient experienced an estimated blood loss of 400 ml and there was a tendency to continue bleeding. The balloon was then placed vaginally into the patient and injected for the first time with 200 ml of fluid and after with 50 ml fluid more when leaking was noted. The user replaced the device to complete the procedure. The total estimated blood loss was 460 ml. The patient did not require any blood transfusions. It was reported that the device was not tested prior to use and the device was not handled by or in the proximity of any metal tools that may have damaged the balloon. As reported, the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device(s) was also conducted. The device was returned for investigation. The device was function tested and found to leak. Visual examination noted a jagged cut in material where the balloon was leaking. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 08oct2024: date of event was (B)(6) 2024.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components, was used for treatment of postpartum hemorrhage (pph). Secondary to uterine atony. The patient experienced an estimated blood loss of 400 ml and there was a tendency to continue bleeding. The balloon was then placed vaginally into the patient and injected for the first time with 200 ml of fluid and after with 50 ml fluid more when leaking was noted. The user replaced the device to complete the procedure. The total estimated blood loss was 460 ml. The patient did not require any blood transfusions. It was reported that the device was not tested prior to use and the device was not handled by or in the proximity of any metal tools that may have damaged the balloon. As reported, the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.